Event description:
In 2000 the account reported a repeat reactive (1+) suds hiv result on a relative. Based on the positive result the infant was given azt therapy. The sample was sent for western blot testing which came back negative. The azt therapy was discontinued after the receipt of the western blot results. Account was not aware of any adverse reaction to the azt therapy.